Manufacturer narrative:
Three locking screws (lots 664l01 and 664l110) and one pedicle screw (cat. 11-4645, lot 662l162) were returned for evaluation. Devices exhibited signs of use and wear consistent with use in a pedicle screw construct. Review of the device history records did not identify any applicable non-conformity to specification. Based on the results of our evaluation, no conclusion can be drawn.

Event description:
During routine post-operative radiographic examination, the surgeon noted two locking screws had migrated and one screw on the contra lateral side was partially pulled out of the pedicle. The pt underwent surgery to repair the pedicle screw construct. The surgery was reported to have been completed. Successfully. It was reported that the pt experienced trauma post-operatively. It is not known whether the event is related to the trauma.